Event description:
During a shoulder procedure metal shavings from 2 lupine dovetail drill guides fell into the patients body. A shaver was used to vacuum out the debris and the case was concluded successfully without further incident or harm to the pt.